Event description:
Per (B)(4) adverse event report, the patient was admitted to the hospital with a hematoma. The hematoma was successfully evacuated on (B)(6)2010 and the patient was discharged home in stable condition. All records indicate that the system remains implanted. Should additional information becomes available, this event will be updated. Associated devices: corox otw-s 75/bp, (B)(4), MDR-1028232-2010-01926. Sjm 1570-65, (B)(4). Oscor zy48 rjvsbv, (B)(4).

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 07/29/2010 and 08/05/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 08/17/2010 (through follow-up with the health-care provider via fax), additional information, the operative report, and the pathology report was received. Through which it was learned that the device was explanted due to tricuspid regurgitation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 60.17 months, due to unknown reasons. No further details were provided.